Event description:
Info rec'd indicates the head hi/low function is drifting down slowly. The account replaced the valve guide tubes, but the issue remains.

Manufacturer narrative:
The technician replaced the hydraulic manifold to repair the bed.